Event description:
Macgyver mouth retractor from novo surgical used for t&a procedure was placed in the mouth of (B)(6) patient. When retractor was being positioned it came apart and knocked out one of the patient¿s top front incisors while another incisor was barely hanging. The device has two screws that hold it together. One was not seen after the event occurred. Unable to find on ground or anywhere in operating room. X-ray confirmed pt did not swallow it. Checked remaining 7 macgyver retractors in stock and several of them with both screws would come apart with a slight amount of force. Before checking each one we tightened the screws and still got the result.